Event description:
It was reported that while in a labral repair case the 1.6 drill from drill kit was used. It was too small and caused the anchor to not pass through the locking mechanism. The ar-3638 pull suture broke during the passing and the result was that he had to cut the tails of the suture and put another anchor near to the original anchor placement using a larger 1.8 drill. The surgeon does not feel that this issue is a result of surgeon error and would like the cost of the implant reimbursed to the facility. No adverse effect to the patient reported.

Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces used during suture passing.